Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 501.00 mg/dl compared to readings of 195.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. Attempt to scan the returned sensor and error message was observed. This is an error generated by the patch reader software and is not indicative of a cybersecurity issue. Unable to extract the sensors logs due to the error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased and the battery was replaced. Contamination was on pcba (printed circuit board assembly). Attempt to scan the returned sensor and error message was observed. A further extended investigation was conducted. The returned sensor was unable to be scanned by the evaluation module (evm). Visual inspection was performed using a digital microscope on the returned printed circuit board assembly (pcba) and contamination was observed due to liquid ingress was observed on the pcba. Due to the inability to scan the returned sensor with the evm, the initial scan was unable to be extracted, therefore, data review is unable to be conducted. Attempt to scan the returned sensor with an evm and was unsuccessful. The observation made in previous phase of the investigation is confirmed. It was determined that the inability to scan was caused due to the excessive contamination on the pcba. The sensor is unable to be scanned by an evm, the sensor is no longer able to be reprogrammed for functionality testing to be performed. The contamination observed was determined to be due to liquid ingress and is known to affect the functionality of the electronics on the pcba. In this case, the contamination observed did not allow communication between the evm and the returned puck, thus preventing the sensor from being reprogrammed in order to perform functionality testing, this issue is unable to be tested due to contamination on the pcba. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 501.00 mg/dl compared to readings of 195.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.